Event description:
The customer reported that, during reprocessing, a blockage was observed in the channel of the scope. The scope was returned to olympus for evaluation. During inspection and testing, foreign material was found protruding from the air/water nozzle. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.

Manufacturer narrative:
Inspection and testing could not identify when the foreign material was attached to the nozzle. In addition, the air/water volume was not to specification, water removal was not to specification, electrical safety test was not specification, the adhesive on the bending section cover was worn, the insertion tube has delamination, the coloring on the suction cylinder was peeling off, the switch was damaged, angulations were not to specification, and there was angle play. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to the initial medwatch. The aware date should be 9-mar-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the cause of foreign material clogged in the nozzle was likely from one of the following: while brushing the air/water valve, the brush broke and bristles entered in the air/water nozzle. Reprocessing with using non-lint free gauze which caused the lint to enter the air/water channel and clogged in the air/water nozzle. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "use lint-free gauze in reprocessing. If gauze which is not lint-free is used, lint and fiber possibly enter in air/water channel and clog in channel and nozzle. Use lint-free gauze or like that while cleaning external surfaces. Brush is consumables. If brush is used repeatedly, brush be possibly broken. Confirm whether bristle has looseness and damage, or not." The user may prevent occurrence of the suggested event by handling the device in accordance with the instructions for use: single use combination cleaning brush (bw-412t): caution: do not reprocess the single use combination cleaning brush prior to use. The brush may be damaged. Check the channel cleaning brush and channel-opening cleaning brush parts for loose or missing bristles. Check the bristles of the channel cleaning brush and the channel-opening cleaning brush parts for any damage. Preparing the equipment for reprocessing: all cloths used in reprocessing are recommended to be lint-free. Lint or cloth fibers shed into reprocessing fluids may be injected into the endoscope channels. There is the potential for lint or cloth fibers to lodge in channels or become trapped in the air/water nozzle. If gauze is used to reprocess the endoscope, ensure that fibers do not get caught on or remain trapped by protruding components like the air/water nozzle. Manually cleaning the endoscope and accessories_ brush the channels the single use combination cleaning brush (bw-412t) is for single use. Repeated usage of this brush may cause the brush head to become bent or kinked, which could cause it to come off during use." Olympus will continue to monitor field performance for this device.